Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding implant of a 29mm sapien 3 ultra resilia valve in the aortic position. The 29mm commander delivery system was advanced through sheath without abnormal difficulty, and valve alignment was performed so that the valve was mounted between the balloon markers. It was observed upon inflation that the balloon markers were positioned more proximally in the balloon than is typically seen. This resulted in the proximal/outflow end of the valve being deployed on the balloon shoulder. The inflow of the valve deployed successfully, however the outflow needed to be post-dilated at nominal volume in order to be fully deployed.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, a presence of potential manufacturing nonconformance could not be determined. A review of the DHR, lot history, and complaint history did not reveal any indication that a manufacturing non-conformance contributed to the reported events. In addition, a review of IFU/training materials also did not reveal any deficiencies. Imagery was provided for review. 3mensio imagery provided from the site was evaluated and the following was observed: calcification present in the landing zone. Patient had a moderate tortuous aorta. Video provided by the event site was reviewed and the following was observed: crimped thv appeared not fully aligned within valve alignment markers and positioned more proximally prior to deployment. During deployment, the balloon is observed to initially inflate from the distal shoulder before the proximal side started to be inflated. Balloon eventually achieved full inflation to deploy the valve; however, due to the valve was being positioned off-marker, the outflow side was deployed on the balloon shoulder. Imagery provided by the event site was reviewed and the following was observed: negligible difference of the marker band placement between the 29mm complaint device and the sample 29mm commander device. Per the event description, it was observed upon inflation that the balloon markers were positioned more proximally in the balloon than is typically seen. Since the incident device was not returned, physical measurements of the printed marker bands were unable to be taken. Furthermore, obtaining digital measurements of the marker bands from the provided image may yield inaccurate results due to the impact of water refraction within the balloon, influencing the precision of the measurements. To further evaluate the issue, an image comparison was made. Comparing the image of the incident device to that of a conforming 29mm commander sample revealed a negligible difference between the marker band placement. However, as the complaint device image was taken at a slight angle, coupled with the potential distortion from water refraction, confirming adherence to device specifications remains inconclusive. The root cause remains indetermined as this time. The event description additionally states that the more proximally positioned balloon makers resulted in the proximal/outflow end of the valve being deployed on the balloon shoulder. The inflow of the valve deployed successfully, however the outflow needed to be post-dilated at nominal volume in order to be fully deployed. Per the training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the provided video revealed the valve was not fully aligned between the valve alignment markers prior to deployment. This could have caused the reported event of asymmetrical inflation, in which the balloon initially inflated from the distal shoulder before the proximal side started to inflate. As such, available information suggests that user error (not following instructions) may have contributed to the complaint events.